Manufacturer narrative:
A ge service representative contacted the customer and made recommendations for reloading the patient scan range. No conclusion can be drawn as the customer did not call back. No further information is available.

Event description:
The customer reported the instatrak 3500 system would not register correctly. No patient injury was reported.